Event description:
It was reported that a patient presented with post-sensed t-wave over-sensing resulting in inappropriate shock. No intervention or adverse patient consequences were reported.

Event description:
New information received notes that technical service determined the t-wave over-sensing noted.